Event description:
It has been reported to philips that an emergency call was made in the intervention room for a patient with chest pain who needed interventional treatment. During the preoperative preparation, the technician found that some dsa buttons could not be used and the rack could not be rotated. There was a treatment in delay but no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the surgical treatment was not affected. The philips field service engineer (fse) inspected the system onsite and confirmed that unable to use dsa buttons and the racks could not be rotated. The reported issue was solved by the hospital engineer, after that the system was returned to use in good working order. The codes were updated based on the investigation outcome.